Event description:
It was reported that the drugs/concentrations administered were "the proper drugs for primary percutaneous coronary intervention (ppci) - vfm, additionally adrenaline, dopamine, reo-pro." After restoring the arterial patency [dominant cx] and due to persistant hypotonia, physician decided to insert the intra-aortic balloon (iab). After the left femoral artery was accessed, the iab was passed through the sheath into artery. After the connection, iab to the iab pump (acat 1 plus, (B) (4)), the warning message "helium leak" appeared. As a result, the iab was removed and "blood marks inside the balloon were visible." The md inserted a iab-s840u, lot number mf8103568, (B) (4). The pt is in satisfactory condition.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.